Event description:
Additional information was received indicating bacterial analysis was performed on the fibrous tissue and no indication of infection was noted. The physician does not allege an infection.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that loss of capture was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and no anomalies were observed. A revision procedure was performed and fibrous tissue was noted on the rv lead helix, suspected to be due to infection. The physician considered the increase in capture to be due to the fibrous tissue. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.